Event description:
It was reported that the patient experienced bradycardia. The implantable cardioverter defibrillator (ICD) remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).